Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) received the device. Visual inspection of the returned product noted that the staple jaws were open and the firing knob was partially advanced. The anvil side of the stapler was not received. The single use loading unit (sulu) was observed to be fully fired. The interlock on the sulu was broken leaving the knife blade exposed. Microscopic inspection revealed no damage to the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damage observed to the interlock is due to rough handling of the unit. The observed damage occurs when the instrument jaws are closed over a sulu with an engaged interlock. Additionally the broken interlock and advance knife blade indicate that the firing knob was advanced forcing the knife blade through the interlock. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the handle was broken. Unable to use. The device was not used in the patient. There was no patient or user involvement. There was no patient or user injury / hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.